Manufacturer narrative:
Event was reported to have occurred on an unknown date in the end of (B)(6) 2021. Upon follow up, it was reported that patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and stomach pain. The breach in aseptic technique was not further specified. The patient was treated with two unknown antibiotics (intraperitoneal, dose and frequency were not reported) for peritonitis. One antibiotic treatment was discontinued upon receiving culture result. At the time of this report, the patient was discharged from being hospitalized and was recovered form the event. Pd therapy was ongoing. It was reported that the patient was not retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.